Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that an orthopat machine was no longer being used. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that an orthopat machine was no longer being used. No injury or reaction noted. Upon evaluation a blood and saline spill was found inside of the machine. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).